Event description:
The pt reported charging issues between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was not confirmed. During a pocket revision procedure the surgeon decided to implant the pt with a new advanced bionics spinal cord stimulator.